Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level had been on the 300 mg/dl range since the night before and she experienced headache and diarrhea. Blood glucose value was 311 mg/dl; treated with the insulin pump. During troubleshooting, the customer found air bubbles in the tubing and small ones in the reservoir. She was assisted with priming the air bubbles out. The customer stated that she removed the cannula and it was slightly bent. The product will not be returned for analysis.